Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer reported that there was damage to the battery cap. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated, using a coin to open the battery cap. The insulin pump was intact. A replacement battery cap will be provided to the customer. It was unknown whether the customer will continue using the insulin pump. The pump will not be returned for analysis.